Manufacturer narrative:
Batch review performed on 19-jul-2022. Lot 2010559: 55 items manufactured and released on 05-jan-2021. Expiration date: 2025-12-16. No anomalies found related to the problem. To date, 31 items of the same lot have been sold with no similar reported case during the period of review. Clinical evaluation: revision 1 year after index surgery in a 71 year old male patient due to stem loosening. No information concerning patient general health status and the presence of comorbidities is available. Only one radiograph is available and we assume it is the pre-revision image. There seems to be little or no contact between bone and stem, at least in this view. The stem couls have been undersized at index surgery or it could have reabsorbed for unknown reasons. The report says no infection is present but we are not sure that this is the result of a thorough analysis, given the date of the event which coincides with the date of the report. The reason of this failure cannot be fully determined.

Event description:
At about 1 year after the primary surgery, an hip revision surgery on the right side was performed due to stem loosening. No acetabular loosening and no infection detected. The surgery was completed successfully.